Event description:
It was reported that pump displayed malfunction message 199 in tandem source, which customer service explained indicated pump malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset malfunction code, and did not experience repeat malfunction, and was advised to continue using pump and to call back if issue recurred.